Event description:
On (B)(6) 2019 fujifilm corporation was notified by fujifilm medical systems u.s.a., inc (fmsu) that one (1) patient was reported to have developed an infection, c. Diff (clostridioides difficile) after a colonoscopy procedure with a fujifilm colonoscope. The customer indicated to fmsu that they wanted to eliminate the colonoscope as a possible cause of the infection. The procedure was performed on (B)(6) 2019. On (B)(6) 2019 the patient mentioned to the customer that they had diarrhea immediately after the procedure and it was still occurring. The patient's stool was then tested and it was discovered that the patient had c. Diff. The patient was prescribed antibiotics to treat the infection. According to the customer, this patient was the first person to have a procedure performed with the subject colonoscope after the scope was returned from repair. The customer confirmed that the colonoscope was reprocessed as soon as it was returned from repair. The customer confirmed that there was no serious injury, death or delays during the procedure. The procedure was completed with no issues. As of (B)(6) 2019, the infection was resolving and the patient was scheduled for a follow up visit for the following month. The device was requested for inspection however the customer is in the process of having the endoscope cultured by a third party lab. The customer indicated that they are highly doubtful that the infection was due to the scope. This report is being submitted in abundance of caution.

Manufacturer narrative:
The device was requested for inspection however the customer is in the process of having the endoscope cultured by a third party lab. The customer indicated that they are highly doubtful that the infection was due to the scope. If any additional relevant information is provided, a supplemental report will be submitted. The customer indicated that the third party lab culturing results revealed that there was no growth. The scope was returned to fmsu for further evaluation and inspected on (B)(6) 2019; inspection showed corrosion inside the lg connector section and a clogged nozzle. The corrosion was inside the scope and not considered to be related to cause of infection. The clogged nozzle is believed to have occurred after the customer and third party lab inspection and when device was received at fmsu for inspection. The cause of infection could not be traced to the device. If any additional relevant information is provided, a supplemental report will be submitted.

Manufacturer narrative:
The device was requested for inspection however the customer is in the process of having the endoscope cultured by a third party lab. The customer indicated that they are highly doubtful that the infection was due to the scope. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2019 fujifilm corporation was notified by fujifilm medical systems u.s.a., inc (fmsu) that one (1) patient was reported to have developed an infection, c. Diff (clostridioses difficile) after a colonoscopy procedure with a fujifilm colonoscope. The customer indicated to fmsu that they wanted to eliminate the colonoscope as a possible cause of the infection. The procedure was performed on (B)(6) 2019. On (B)(6) 2019 the patient mentioned to the customer that they had diarrhea immediately after the procedure and it was still occurring. The patient's stool was then tested and it was discovered that the patient had c. Diff. The patient was prescribed antibiotics to treat the infection. According to the customer, this patient was the first person to have a procedure performed with the subject colonoscope after the scope was returned from repair. The customer confirmed that the colonoscope was reprocessed as soon as it was returned from repair. The customer confirmed that there was no serious injury, death or delays during the procedure. The procedure was completed with no issues. As of (B)(6) 2019, the infection was resolving and the patient was scheduled for a follow up visit for the following month. The device was requested for inspection however the customer is in the process of having the endoscope cultured by a third party lab. The customer indicated that they are highly doubtful that the infection was due to the scope. This report is being submitted in abundance of caution.